Event description:
It was reported that the old non-boston scientific device did not have the correct header for this right ventricular (rv) lead, and the plan was to upgrade to a new cardiac resynchronization therapy defibrillator (crt-d). The right atrial (ra) and left ventricular (lv) leads were placed successfully. The rv lead exhibited high, out-of-range shock impedance of greater than 200 ohms when connected to the new crt-d system. The patient's wife declined a correction procedure as a result of the out-of-range impedance for the rv lead at the time. The rv lead was eventually explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the old non-boston scientific device did not have the correct header for the non-boston scientific right ventricular (rv) lead, and the plan was to upgrade to a new cardiac resynchronization therapy defibrillator (crt-d). The right atrial (ra) and left ventricular (lv) leads were placed successfully. The non-boston scientific rv lead exhibited high, out-of-range shock impedance of greater than 200 ohms when connected to the new crt-d system. The patient's wife declined a correction procedure as a result of the out-of-range impedance for the rv lead at the time. Later, the patient underwent a revision procedure, and the non-boston scientific rv lead pin was taken out, cleaned and reinserted. The shock lead impedance was still out-of-range after reinsertion, and device tachy therapy was programmed off, the patient planning to see a surgeon for possible future lead extraction. Additional information indicated the medical records on this patient were incorrect, and this old boston scientific lead had been surgically abandoned a long time ago. No additional adverse patient effects were reported.